Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The 38 x 3.0 promus elite drug-eluting stent was successfully deployed in the lad. After post-dilation, a proximal edge dissection was noticed in the proximal part of the stent. A 20 x 4.0 promus elite drug-eluting stent was used to cover the dissection by being placed proximal and overlapping to the first stent. The procedure was completed without further issues and the patient was noted to be stable.